Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to a mobile power unit can be confirmed based on the information recorded in the log file submitted to this complaint. The submitted log file contained data from (B)(6) 2020 22:18:57 through (B)(6) 2020 09:04:50. The log file captured no external power alarms associated with low battery (voltage) hazard alarms on (B)(6) 2020 from 09:00:24 to 09:00:25 when the system was supported by the mobile power unit (mpu). The system controller¿s internal 11v backup battery was in use during these events and there was no interruption in pump support. This could caused by power to the mpu being briefly interrupted and can be due to the mpu ac power cord coming loose at the mpu, ac wall outlet, or house power disruption. The investigation was unable to determine what caused the alarms recorded in the log file as the mpu-unknown and the power cord were not returned for evaluation. Multiple attempts were made to obtain additional information from the account regarding the event and the equipment status; however, no response received. No further complaints have been reported at this time. To date, the mobile power unit associated with this complaint is unavailable for an evaluation and the complaint file will close accordingly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number #2916596-2020-02324. The log file captured a no external power event on (B)(6) 2020 caused by power to the mpu being briefly interrupted. This might have been due to the mpu ac power cord coming loose at the mpu, ac wall outlet, or house power disruption.